Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer reported that he was walking with the insulin pump in his pocket when it alarmed. The customer did not know the blood glucose reading. The customer was unable to clear the alarm and reported that the insulin pump had a button error alarm the year before, which he was able to clear. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.